Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. Technical services (ts) was contacted, and ts noted an abrupt change in rv intrinsic amplitudes at the same time. Ts discussed troubleshooting steps, and the health care professional noted that previous isometrics revealed myopotential oversensing. The device and leads remain in service. No adverse patient effects were reported.